Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving two accutni results above the acute myocardial infarction (ami) cut-off from one patient generated by access 2 immunoassay analyzer. The results were reported out of the laboratory. The samples were repeated on an alternate facility; the results were higher and did not correlate with the original results. Unknown if patient treatment was withheld or administered.

Manufacturer narrative:
The samples were from plasma li heparin tubes that are centrifuged for 9 minutes at 1430 rpms. Qc was within the customer's established ranges during the event. On (B)(4) 2011 and (B)(4) 2011 the customer performed system check which met specifications. A bci fields service engineer (fse) cleaned the buffer in the wash wheel. Fse replaced the substrate valve and adjusted the pipettor alignment to the rv 3 steps. Fse verified all tests met specifications. Although hardware issues were addressed, no clear root cause could be determined.